Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v006732, implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. Product ID: 3887-28, lot#: j0216993v, implanted: (B)(6)2002, product type: lead. Product ID: 3887-28, lot#: j0211894v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-28, serial/lot #: (B)(4), ubd: 31-may-2006, UDI#: (B)(4). Product ID: 3887-28, serial/lot #: (B)(4), ubd: 01-may-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient reported that their healthcare provider (hcp) replaced everything. The patient stated their leads from 2002 and their ins from 2016. The patient stated that it just went haywire and has not worked since (B)(6) 2019. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 3998, lot# v006732, implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead; product ID: 3887-28, lot# j0216993v, implanted: (B)(6) 2002, product type: lead; product ID: 3887-28, lot# j0211894v, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient lost stimulation to the right ¿lb¿ but preserved left lateral. The hcp reported that the electrode was potentially upside down and it was placed 20 years ago. The hcp reported that they replaced the entire system on (B)(6) 2019. The new one was working well. Additional information was received from the patient on 2020-01-10. The patient reported that the original system was installed in 2002 and the new battery in 2016. The patient reported that in the spring of 2019, it shifted coverage to her left leg and buttocks and she needed coverage on the right side. The patient reported that a manufacturer¿s representative (rep) wasn't able to program it. The patient reported that the hcp said the one lead had turned over and he didn't know how this could have happened. The hcp didn't install the original system. No further complications were reported.